Event description:
It was reported that after the ics rebooted, communication was lost with the telemetry receiver and displayed ' receiver offline' message. There was no patient injury reported. (B) (4).

Manufacturer narrative:
We are still investigating this reported incident. A follow-up report will be submitted as soon as our investigation is complete.